Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator was unable to be interrogated inductively. It was found that the device had gone into backup mode after a magnetic resonance imaging (MRI) was completed where proper procedure had not been followed. While in backup operation, defibrillation therapies were not available. Programming changes were made and the device was successfully restored. The patient was stable and asymptomatic.